Event description:
It was reported that following a thorough betadine scrub externally and internally (labia, vaginal canal, and cervix) an uneventful novasure endometrial ablation was done and the patient discharged home. The patient returned a few hours later with "flu-like symptoms and fever". While in the emergency room she had a hypotensive episode and was admitted to the intensive care unit (ICU). She was treated with "pressors and intravenous (IV) antibiotics" (medication unknown). Blood cultures returned positive for group bstreptococcus (gbs). A computed tomography (CT) scan was done and "the results were negative". The patient was discharged on (B)(6) 2012 and instructed to complete a 10 day course of IV antibiotics. On (B)(6) 2012, the physician reported the patient is "now fine".

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).